Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and after reconnecting the cables between the monitor and the computer the issue resolved. There were no parts replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no signal on the monitor when the site switched on the system. No patient was present at the time of the event.